Manufacturer narrative:
Prior to opening the device, the slide retract and linkage assembly were observed not fully retracted through the top housing. After the housing of the device was removed, the slide retract and linkage assembly were seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred which prevented the formed needle from being fully retracted back into the housing of the device. Damage was observed on the slide retract, however, this damage did not contribute to the reported event because the formed needle was properly seated in the slide retract upon opening. Damage was also observed on the soft cannula, however, this also did not contribute to the reported event.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl while wearing the pod between 36 and 48 hours. The needle mechanism did not retract as intended. No treatment was provided.